Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019. The customer blood glucose level was 1067 mg/dl at the time of the hospitalization. The customer experienced stomach virus and bent cannula which ultimately leads to hospitalization. The customer treated high blood glucose with intravenous insulin. The customer declined to perform a carelink upload. The customer did not want to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.